Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00019, 0001032347-2020-00020, 0001032347-2020-00021. Concomitant medical products: sternalock 360 multi-implant system, part# 74-0004, lot# 743570. Sternalock blu system screw, cancellous cross-drive locking, part# 73-2414, lot# unk. Sternalock blu system screw, cancellous cross-drive locking, part# 73-2412, lot# unk.

Event description:
It was reported the patient underwent an emergent re-entry due to an unknown reason. Sternal plates and screws were removed and the patient was closed with new sternal plates and screws. No additional patient consequences were reported.

Manufacturer narrative:
The following fields were updated: date of this report, describe event or problem, type of report, follow up type, additional narratives/data.

Event description:
Information was received that indicated the re-operation was performed due to patient condition and was not in any way related to a device problem. This is not a reportable event.